Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after cleaning the subject device using a kaigen washing machine (non-olympus), the tip of the scope was wiped, and black particles (foreign material) were found to be attached. Reportedly, the reported event occurred after maintenance of the kaigen washing machine. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. Device evaluation: the suspect device was returned to olympus and evaluated. The reported problem was confirmed; foreign material was found contaminating the device. The foreign material was classified as 2 types: 1.) Black and 2.) White. 1.) Black material: the black material was found to contain aluminum and silicon and was characterized as crystal-like in structure and hard. The possibility was identified that the material source was "mineral" in nature, however, it could not be conclusively determined. 2.) White material: silicon dioxide (silica, silicic anhydride) was detected. The origin could not be determined. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the foreign material contaminating the device likely originated from the user facility environment and not from the subject endoscope.